Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, abdominal distension and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, medical device removal and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new reporter was added. New event vitamin d deficiency added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), vitamin d deficiency ("vitamin d deficiency"), erythema ("red spot on skin"), alopecia ("hair loss"), tooth loss ("tooth loss"), myocardial infarction ("heart attack") and cerebrovascular accident ("stroke") and was found to have weight increased ("gained weight"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, abdominal distension, vitamin d deficiency, erythema, alopecia, myocardial infarction and cerebrovascular accident outcome was unknown. The reporter considered abdominal distension, alopecia, cerebrovascular accident, erythema, medical device removal, myocardial infarction, tooth loss, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events 'red spot on skin, hair loss and tooth loss' were added. New reporter added. On 23-mar-2020: information received via social media: new event - gained weight and reporter information were added. On 23-mar-2020: social media received. New events added: heart attacks, stroke. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removed/ stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach bloating"), vitamin d deficiency ("vitamin d deficieny"), erythema ("red spot on skin"), alopecia ("hair loss"), tooth loss ("tooth loss"), myocardial infarction ("heart attack") and cerebrovascular accident ("stroke") and was found to have weight increased ("gained weight"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, vitamin d deficiency, erythema, alopecia, myocardial infarction and cerebrovascular accident outcome was unknown. The reporter considered abdominal distension, alopecia, cerebrovascular accident, erythema, myocardial infarction, pelvic pain, tooth loss, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event stabbing pain. Previously reported event: medical device removal updated to new event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removed/ stabbing pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach bloating"), vitamin d deficiency ("vitamin d deficiency"), erythema ("red spot on skin"), alopecia ("hair loss"), tooth loss ("tooth loss"), myocardial infarction ("heart attack") and cerebrovascular accident ("stroke") and was found to have weight increased ("gained weight / I've gained 55 pounds"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, vitamin d deficiency, erythema, alopecia, tooth loss, weight increased, myocardial infarction and cerebrovascular accident outcome was unknown. The reporter considered abdominal distension, alopecia, cerebrovascular accident, erythema, myocardial infarction, pelvic pain, tooth loss, vitamin d deficiency and weight increased to be related to essure. The reporter commented: I was 44 suffered until 49. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removed/ stabbing pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("stomach bloating"), vitamin d deficiency ("vitamin d deficiency"), erythema ("red spot on skin"), alopecia ("hair loss"), tooth loss ("tooth loss"), myocardial infarction ("heart attack") and cerebrovascular accident ("stroke") and was found to have weight increased ("gained weight / I've gained 55 pounds"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, vitamin d deficiency, erythema, alopecia, tooth loss, weight increased, myocardial infarction and cerebrovascular accident outcome was unknown. The reporter considered abdominal distension, alopecia, cerebrovascular accident, erythema, myocardial infarction, pelvic pain, tooth loss, vitamin d deficiency and weight increased to be related to essure. The reporter commented: I was 44 suffered until 49. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.